Event description:
It was reported the patient presented to the emergency room due to arrhythmia. Upon interrogation, it was discovered the right ventricular lead exhibited a failure to capture. The physician elected to reposition the lead; however, the lead helix could no longer retract properly. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue and inadequate capture. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.